Manufacturer narrative:
Results: the nose cone was removed from the handle body and was found to be damaged. The nose cone was measured using a pin gauge and was within specification. Conclusions: evaluation of the returned handle revealed a functional device with a portion of a fractured pusher assembly within the handle body. It was reported that the first ruby coil was unable to detach; therefore, the root cause of the fractured pusher assembly within the handle body could not be determined. A fractured pusher within the handle typically occurs, if a pusher assembly is manipulated at extreme angles while within the handle or the handle is actuated repeatedly. Further evaluation revealed nose cone funnel hole damage. After removing the pusher assembly from the handle body, the handle tested within specification. This indicates the funnel hole damage did not affect the functionality of the device. Based on the complaint report and returned devices, the root cause of the failure to detach could not be determined. Penumbra coils and handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00059.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00059.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic artery using a ruby coil detachment handle (handle), ruby coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the first ruby coil into the target vessel using the lantern, then used the handle to detach the ruby coil; however, the ruby coil failed to detach. The physician reported that the ruby coil would not detach after several attempts. The procedure was completed using another handle, the same ruby coil, and the same lantern. There was no report of an adverse effect to the patient.